Event description:
Pediatric patient taken to surgery for liver mass. A bipolar electrosurgical device was used during the procedure. A grounding pad was placed on the left shoulder. After the procedure, it was discovered that the patient sustained two burns to the left shoulder area. The first burn was a 1.5cm.x1cm full thickness burn and located on the superior aspect of the left shoulder, slightly posterior. The second burn was also full thickness and measured 2cm x 3cm and was located on the upper back just lateral and inferior to the spine of the scapula.